Event description:
Related manufacturer report number 3006705815-2023-02144. It was reported the patient experienced ineffective therapy and pain at the ipg site. As a result, surgical intervention occurred wherein the lead and ipg was explanted, and replaced, addressing the issue. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4) serial:(B)(4), batch: a000128706.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.